Event description:
During the patient procedure, the shaft of the probe was frozen. Patient had frozen skin.

Manufacturer narrative:
Device not yet returned to the manufacturer. If device is received, evaluation will be conducted and a follow-up MDR submitted.